Manufacturer narrative:
Evaluation summary: a design non-conformance was observed based on the results of the visual inspection where the drill bit fractured at the transition point from the solid bar to the flutes. The device manufacturing history record indicates that the reported lot of devices was manufactured and accepted into final stock between (B)(6) 2007 with no reported discrepancies. The product experience reporting database shows this event is related to a trend of similar events where the triathlon peg drill fractures.

Event description:
It was reported that, "upon drilling, drill snapped in half."